Manufacturer narrative:
Initial reporter updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system functioned as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that before cases, the software was freezing up and the mouse was "jumpy". The system was rebooted. When a manufacturing representative checkout out the system, there were no issues. There was no patient involved.